Event description:
It was communicated that the patient had a history of arrythmias prior to lvad implantation, including paroxysmal atrial fibrillation and ventricular tachycardia. The patients most recent hospital admission was (B)(6) 2026 for implantable cardioverter-defibrillator (ICD) shocks, weeks prior to lvad implantation admission. The site was unable to definitively answer whether the arrythmia in this event was device or therapy related, due to the patient's history prior. The site was also unable to definitively answer whether the device contributed/caused right heart failure. It was communicated on (B)(6) 2026 that the type of stroke was not clearly identified in the neurologist's notes: "suspicion is highest for a new ischemic event that is central embolic". However, magnetic resonance imaging (MRI) was clearly contraindicated. A computed tomography (CT) of the brain without contrast was performed which revealed right chronic subdural hematoma. A computed tomography angiography (cta) of the head and neck was also performed, which showed no large vessel occlusion (lvo) or significant stenosis. It appeared that the anticoagulation (heparin gtt) was held for a brief period due to hemoptysis and bleeding events. It was confirmed that after withdrawal of care and transiting to comfort care, the patient passed away on (B)(6) 2026.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events, as well as the patient's outcome, could not be conclusively established through this evaluation. The account reported that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, is currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including stroke, arrhythmia, right heart failure, bleeding, and death. Chapter 6 of the IFU, ¿patient care and management¿, provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. This chapter also states that sudden right ventricular failure may develop during or shortly after pump implantation and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient transferred hospitals for persistent ventricular tachycardia on (B)(6) 2026. The right ventricular assist device (rvad) was implanted and patient placed on extracorporeal membrane oxygenation (ECMO). The patient had a stroke on (B)(6) 2026 and the pump was turned off on (B)(6) 2026 related to poor prognosis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.